Manufacturer narrative:
Additional information added to a2: date of birth amd b5: describe event or problem. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure, a farawave catheter was selected for use. During the procedure air could not be fully cleared from the sheath. The following day it was confirmed the patient experienced a stroke. Following transeptal access and upon insertion of a farawave catheter into the faradrive proximal shaft to aspirate and flush, the physician noted that air continued to be visible in the sheath shaft after aspiration. Inspection of the fluid lines revealed the presence of air while the catheter was inserted into the sheath. The catheter was removed from the sheath, the fluid line was cleared, and the procedure continued. However, aspiration after clearing the line into the farawave did not eliminate the air. The procedure was completed without further issues. The patient was discharged the same day but was readmitted the following day with unilateral weakness. A CT scan confirmed a stroke. A thrombectomy was performed as medical intervention, and the patient required prolonged hospitalization. No device issues were reported. The device is not expected to be returned for laboratory analysis as it was disposed of. The patient was discharged (B)(6) 2025.

Manufacturer narrative:
Additional information added to a2: date of birth amd b5: describe event or problem. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure, a farawave catheter was selected for use. During the procedure air could not be fully cleared from the sheath. The following day it was confirmed the patient experienced a stroke. Following transeptal access and upon insertion of a farawave catheter into the faradrive proximal shaft to aspirate and flush, the physician noted that air continued to be visible in the sheath shaft after aspiration. Inspection of the fluid lines revealed the presence of air while the catheter was inserted into the sheath. The catheter was removed from the sheath, the fluid line was cleared, and the procedure continued. However, aspiration after clearing the line into the farawave did not eliminate the air. The procedure was completed without further issues. The patient was discharged the same day but was readmitted the following day with unilateral weakness. A CT scan confirmed a stroke. A thrombectomy was performed as medical intervention, and the patient required prolonged hospitalization. No device issues were reported. The device is not expected to be returned for laboratory analysis as it was disposed of. It was further informed that the thrombectomy was not performed as symptoms were resolving on their own.

Event description:
It was reported that during a procedure, a farawave pfa catheter was selected for use. During the procedure air could not be fully cleared from the sheath. The following day it was confirmed the patient experienced a stroke. Following transeptal access and upon insertion of a farawave catheter into the faradrive proximal shaft to aspirate and flush, the physician noted that air continued to be visible in the sheath shaft after aspiration. Inspection of the fluid lines revealed the presence of air while the catheter was inserted into the sheath. The catheter was removed from the sheath, the fluid line was cleared, and the procedure continued. However, aspiration after clearing the line into the farawave did not eliminate the air. The procedure was completed without further issues. The patient was discharged the same day but was readmitted the following day with unilateral weakness. A CT scan confirmed a stroke. A thrombectomy was performed as medical intervention, and the patient required prolonged hospitalization. No device issues were reported. The device is not expected to be returned for laboratory analysis as it was disposed of.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.